Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that tachycardia therapy for this implantable cardioverter defibrillator (ICD) was programmed to other than monitor plus therapy for an unknown reason. Attempts at acquiring additional information have been unsuccessful. The device remains in service. No adverse patient effects were reported.